Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Expiry date: 09/2021.

Event description:
It was reported that during an attempt to create an arteriovenous fistula the catheters allegedly failed to activate as an attempt was made to activate approximately six times. It was further reported that there was no patient flexion, they were not able to see the electrode moved, and there was no audible noise/tone during activation. Therefore, the catheters were removed without incident, and a new set of catheters were used to create the fistula. There was no reported patient injury.

Event description:
It was reported that during an attempt to create an arteriovenous fistula the catheters allegedly failed to activate as an attempt was made to activate approximately six times. It was further reported that there was no patient flexion, they were not able to see the electrode moved, and there was no audible noise/tone during activation. Therefore, the catheters were removed without incident, and a new set of catheters were used to create the fistula. There was no reported patient injury.

Manufacturer narrative:
H10: this supplemental MDR is being sent to document the brand name of the device (d1). The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. H10: d4(expiry date: 09/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an attempt to create an arteriovenous fistula the catheters allegedly failed to activate as an attempt was made to activate approximately six times. It was further reported that there was no patient flexion, they were not able to see the electrode moved, and there was no audible noise/tone during activation. Therefore, the catheters were removed without incident, and a new set of catheters were used to create the fistula. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation was performed with a wavelinq endoavf system. An energy delivery test was performed in saline. Energy delivery was confirmed. A tissue cutting test was performed on porcine carotid artery. A successful tissue cut was measured 3.97mm. The investigation is unconfirmed due to the device operating as expected under functional testing. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4 h11: h3, h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.